Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission with undersensing and not sensing of r-waves, as well as pause episodes. Patient was seen in clinic and programming changes were performed to resolve undersensing. Patient condition was stable.